Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-25054. It was reported, the pt's scs system was explanted due to ineffective coverage and not receiving pain relief. It was also reported the pt stopped using the scs system over a year ago due to not receiving pain relief.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.